Manufacturer narrative:
Three (3) new samples #011-h3395 were returned for evaluation. As received no physical damage or anomalies were observed. The cracking and distal back pressure tests were performed on the sets and no issues or anomalies were confirmed. Complaints of defective / malfunctioning cannot be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a 28 cm (11") add-on set w/check valve, vented cap generated a no flow of taxol during patient use in the chemotherapy services. The following issue was reported by the customer: concern about several patients, with several nurses, on several products, at different times of the day. A lot of 1-track lines were identified as defective a priori. Nothing to report after the lot change. Clinical consequences: delay in patients¿ support. No suspicion of infection associated with care. There were no negative clinical consequences following this event. There was no need for additional medical interventions. There was a 1-hour delay in therapy. The therapy was completed after changing the line with another lot. No other information was provided. The perfusion of the bags was not done correctly for all these molecules and these patients. There were no leaks during the event. No other information was provided. There was no patient harm reported.